Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 27mm navitor valve was successfully implanted in a patient. It was noted during procedure via electrocardiogram, and after valve release, that the patient developed a left bundle branch block after release of the 27mm navitor valve. The patient was administered local anesthesia and heparin for procedure. The patient had an activated clotting time (act) level of 358 seconds. A pre-implant balloon aortic valvuloplasty was performed using a 23mm non-abbott device. The 27mm navitor valve was re-sheathed a total of 2 times during procedure due to being deployed too high and low. Pacing of 161-180 beats per minute was performed for valve stabilization. There was no difficulty experienced implanting the 27mm navitor valve. There was no calcification noted extending beneath the aortic annular plane in the interventricular septum. There was no clinically significant delay in the procedure reported. It was also noted via angiogram and echocardiogram, that the patient had mild perivalvular leakage post-implant. The final non-coronary cusp implant depth was 7.27mm and the final left coronary cusp implant depth was 6.81mm. On return to the ward the patient's normal sinus rhythm was restored, without the need for treatment/intervention. It was also confirmed that there was no intervention performed due to the mild perivalvular leak. The patient didn't have a prolonged hospital stay due to these events. It's believed that the patient's left bundle branch block was related to the implant procedure and release of the 27mm navitor valve. The patient was in good condition and discharged at the time of report.

Manufacturer narrative:
An event of heart block, device malposition, and paravalvular leak (pvl) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient previously had a sinus rhythm, there was no calcification extending beneath the aortic annular plane in the interventricular septum, the final implant depth was 7.27mm from the non-coronary cusp (deeper than the optimal 3mm), and there were no difficulties implanting the valve. Additionally, it was noted that the heart block is possibly related to the procedure and valve release. No information regarding valve sizing or calcium distribution was received. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.